Manufacturer narrative:
The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, issue has been resolved and part was kept in clinic.

Manufacturer narrative:
During an on site visit, the field service engineer (fse) replaced the pressure reducer and performed system verification. Most probable root cause is a faulty pressure reducer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported that after a gas change, before an operation, there was a smell of gas for a few minutes. Site was advise to not use equipment until the problem was resolved. Company representative came out a few days later and replaced the pressure reducer.